Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 70 ml/hr. The solution was delivered over an unknown time period. The reporter wrote the "pump rate of delivery lower than (down arrow) from what is to be infusing. There was no illness, injury or medical intervention resulting from the event. One pt involved.